Event description:
It was reported that intermittent occlusion alarms occurred. The customer's blood glucose level was "high", although specific value was not provided on (B)(6) 2026. The elevated bg was addressed by a correction bolus via the pump. No third-party assistance was required. To resolve the issue, the customer occasionally changed infusion sets and cartridges or continued insulin administration without changing any supplies. Reportedly, the customer continued to use the pump for insulin therapy.